Event description:
It was reported that noise on atrial lead was noted. The patient hospitalized for falls and came to have MRI of back. Post MRI capture threshold had risen, sensing had dropped, and impedance was low. The noise was on the atrial lead only. The patient will continue to be monitored.

Event description:
New information received stated that the hospitalization was not related to an abbott product. Atrial lead noise had been an issue since (B)(6) 2023 according to the device clinic following the patient.